Event description:
An article was received on (B)(4) 2015 titled ¿the ¿vagal ansa¿: a source complication in vagus nerve stimulation.¿ the article was submitted in 2014. The article states that a (B)(6) boy underwent vns surgery and during intraoperative system diagnostics, the sternomastoid muscle was observed to have vigorously contracted. The electrode implantation site was then observed and it was found that a thin nerve fiber passing from the vagus nerve to the sternomastoid muscle was becoming entangled with the upper electrode thus causing the contractions. Once the nerve was released further testing did not reveal any contractions in the muscle. The post-operative course was uneventful and the patient was discharged the same day. The article was highlighting the importance of knowing the anatomy of the ansa cervicalis and how it can (although not commonly) become encountered during implantation of vns device. Attempts for patient information have been made but have been unsuccessful to date.